Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned with the guidewire stuck in the lead. Visual inspection noted blood/body fluid in the lumens along the whole length of the lead, also blood/body fluid was also noted on the guidewire portion sticking out of the terminal pin. It was also noted that the portion of the guidewire which was sticking out of the terminal end was missing some guidewire coating, which had been scraped off. The lead passed electrical testing. Laboratory analysis confirmed that the guidewire was stuck in the lead while placement difficulty could not be confirmed.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead it was not possible to implant the lead due to patient anatomy. The lead was removed from the patient and was flushed. The guidewire became stuck in this lead and it was not possible to remove the guidewire. The guidewire used was a competitor product. The lead was not used and was returned. No adverse patient effects were reported.